Manufacturer narrative:
(B)(4). It was reported that the sensor was inserted into the buttocks. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 into the buttocks, which is considered off label use. The patient stated the sensor wire had detached and was still attached to the needle and applicator. The patient did not report any injury or medical intervention.